Manufacturer narrative:
Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. Per vad the patient had stroke in april and was in hospice at home and passed away. The device operated as expected and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between the device and the patient's outcome could not conclusively be established. The heartmate ii IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event

Manufacturer narrative:
Event date estimated. The patient had a stroke in (B)(6) 2018.

Event description:
On (B)(6) 2019, the account communicated that the type of stroke was embolic. Following stroke, the patient had some seizures, followed by pain control issues. The patient stopped eating, and became more despondent despite progress in rehab. The patient expired due to failure to thrive. A CT scan was preformed for the stroke and seizures and routine labs for medical management. No further information was reported.